Manufacturer narrative:
Date of event: this is an estimated date. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at the ipg site. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received stating the ipg was explanted on (B)(6) 2021, which resolved the issue.

Manufacturer narrative:
The event of ipg site pain was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.